Manufacturer narrative:
(B)(6) (B)(4) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent psf and plif on (B)(6) 2013 in which rods were implanted. On (B)(6) 2015, revision was performed in which fixation was extended to th6 and two crosslinks were placed to connect them. Reason for revision was not reported. On an unknown later date in (B)(6) 2015 the rods were found broken near right l2/3 and left l3/4. The procedure performed on the 2 surgeries were plif at l3-l4 with cage, tlif at l4-l5 with competitor's cage, and plif at l5-s with cage. Revision performed on (B)(6) 2015. The broken rods were removed, and th6/s1 levels were fixated with a ccm rod. Dual rods were inserted on both sides only at lumbar levels.

Manufacturer narrative:
Product analysis :visual review confirms rod broken. Multiple witness marks noted on rod. Some fracture surface damage is noted. Witness mark noted adjacent to the initial crack propagation area. Examination of the fracture surface identified multi-modal fractures, with initial region with evidence of sub-critical overload, as evidenced by the rays emanating away from area of crack propagation, followed by progressive convex striations (beach marks) approximately 70% of the way through the cross-sectional area, followed by another region of increased material disruption, consistent with overload. This appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.